Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose of 150-175 mg/dl due to a bent infusion cannula. Target blood glucose is 90-120 mg/dl. This occurred one time on (B)(6) 2011. Pt did not notice anything unusual during preparation of the infusion set. He did have difficulty removing the needle box after the headset was inserted. Headset was inserted manually. Insulin leaked from the bottom of the headset near the adhesive. This was discovered when pt was in bed because he smelled insulin. He removed the headset and noticed the infusion cannula was kinked. He inserted a new type of infusion set and used his infusion device to treat elevated blood glucose. Alleged infusion set was discarded and no product was requested for evaluation. Replacement product was sent. The pt did not require treatment from a health care professional or second party to address the issue.